Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding screws used for mist tlif proced ure using the sextant spondy system. It was reported that the screws head pulled out during loading on the tower and tightening with the screwdriver. The product was not implanted and no fragment remained in the patient. The screw was changed immediately. There was no patient involved. Additional information was received from the manufacturer representative that there was a undesired breaking of the screw tulip.

Manufacturer narrative:
H3: product analysis of product:7575540, lot:h6021956 visual and microscopic examination confirmed that the tulip head was broken off the screw. The damage is consistent with overload. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.